Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose level was high and the patient was treated with insulin pump. No further information available.